Event description:
Same case as MFR report #: 6000093-2007-. It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 15 atms on the first inflation during predilation. The lesion being treated was located in the moderately tortuous, heavily calcified and 90% stenotic left anterior descending artery (lad). The physician first attempted to dilate the lesion with a 2.75x12mm quantum maverick which ruptured on the third inflation at 18 atms. The procedure was successfully completed with a different balloon and the deployment and post dilation for a 3.0x20mm taxus express2 stent. Patient status is listed as "good."

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.